Event description:
It was reported that last night the patient got an error message when they was trying to charge the stimulator. Patient couldn't remember what the message was. On the call the patient connected the recharger to the handset and the handset showed the recharging application. The patient got a message that the communicator was not found. Had the patient go into the recharging app. Patient was able to connect to the implant and charge with excellent connection, and 30% battery charge. Patient's therapy was off. Patient didn't know their therapy was off. Patient mentioned they were shaking so bad. Agent suggested they continue charging and after done go in and turn therapy back on. Patient (pt) has a terrible tremor today and it started last night. Patient said they were trying to charge up their equipment and they were to the point where they had it charged to 50 percent and they thought they could go and switch the therapy back on but therapy was off. Worked with patient to close the charger app, power down the charger and try to use the dbs therapy app but pt encountered the message that ended in switch recharger. After powering on their communicator and tapping retry, patient was successful to synch with their implant and turn therapy on. The reason for the call was resolved through troubleshooting. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.